Manufacturer narrative:
H3: product analysis: evaluation determined detached bearing. The likely cause of failure could not be determined. It was also noted that the color band was faded, found failure in smooth tube movement and the locking of the tool collet was stuck. Date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further info rmation is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact. Additional information was received stating that detached bearing was found during evaluation.